Event description:
Per the clinic, the patient experienced an inflammation at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on january 25, 2022.